Event description:
Hold for lw 2/24/2026. It was reported that the bd 20 ml syringe had a syringe needle connectivity issue. Verbatim: rcc received a complaint via email. Email(s) attached. Medline complaint #: (B)(4). Defect description: syringes do not connect. Medline part #: 23119 product description: syr cntrl 10ml l/l. Vendor part #: 304134. Lot #: unknown date reported: 12/1/2025. Sample received: no. Response needed: yes - incident reported to the FDA as MDR-30 day. Reference no. (B)(4). Additional information: which components are not connecting? Is there spinning/ loose connection at leur? The customer reported ¿there was no hole in the line the connections were checked etc. The syringes do not attach to fluid system well at all.¿ was this noted before use? No, during use. No impact to patient. Was there a leak noted? No. Has this syringe been used with this device before? Unk ¿ customer did not provide additional information.

Manufacturer narrative:
E.1. Address was not located and il was used. H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed. This report is supplemental to previously submitted 1213809-2026-00055. The product originally was determined to be manufactured by canaan but when the customer provided a photo, it was determined that the legal manufacturer was san agustin. This new MDR is being submitted to correct the legal site and to submit a MDR under the correct site registration number. A correction supplemental was submitted for 1213809-2026-00055 stating the cancellation of the original MDR.